Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1q1 ICD, implanted: (B)(6) 2014; 429888 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for high rv coil impedance. The pocket was reopened to discover that the rv coil was loose in the header. The lead was re-seated and everything checked out fine. The rv lead and device remain in use. It was also reported that the left ventricular (lv) lead measured high impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.